Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer experienced high blood glucose. The blood glucose level was 525 mg/dl. The customer also stated that they did not receive any low battery alerts or replace battery alerts. The product will not be returned for the analysis.